Event description:
It was reported patient underwent a partial left knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to infection. All components were removed and cement molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04490 / 04492).

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04490 / 04492). Discarded.

Event description:
It was reported patient underwent a partial left knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to infection. All components were removed and cement spacers were implanted.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
(B)(4). This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04490 / 04492).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.